Event description:
The device was returned to the manufacturer for testing and calibration. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the battery drawer was broken, and the liquid crystal display (lcd) was missing segments. It was also noted that the ring was bent, the lead flex cover was contaminated, and the lower case, upper case and one bail cover was broken.